Event description:
These three tips have very, very rough ends which can be seen when looking at them under a microscope. All of these tips have been used during procedures. One of these tips was used in a procedure where the physician broke the pt's capsule, but it is not known if this tip caused the broken capsule.